Event description:
The device was being utilized in surgery when the pin (screw) sheared in half. The physician retrieved the pin from the surgical site. According to the account, there was no pt injury as a result of the event.